Event description:
Nurse reported customer compact plus result at 09:37 pm of 62 mg/dl; she gave him 3 glucose tablets. Retest result at 09:48 pm was 61 mg/dl. She gave him 3 more glucose tablets and a snack. At 10:02 pm she got a reading of hi, which on the system indicates a result in excess of 600 mg/dl. At 10:05 pm, got another reading of hi. She replaced the drum with a drum from the same box, same lot. At 10:11 pm, result was 111 mg/dl, at 10:12 pm, 236 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.